Event description:
No additional information.

Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A DHR review cannot be performed as no material and batch/lot number was provided.

Event description:
External ref # (B)(4). Us78. It was reported that the clinician encountered leakage with the bd safetyglide¿ needle. Verbatim: clinician experienced: -leakage. -no interruption of therapy. Please see attached excel sheet for additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.